Event description:
The customer reports that the ventilators upper pressure limit potentiometer fluctuates. There was no patient incident. No alarms were activated. The problem was incident. No alarms were activated. The problem was found during a calibration.